Event description:
It was reported that the biomed had getting error 3 (pre warm nominal flow error) during calibration in arctic sun device. The expected valve 2300. Per follow up information received via email on 29june2023. It was reported that the circulation needed to be replaced. It has been replaced and the device has been put back into circulation. No additional information or sample is available at this time.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The biomed stated that the device was receiving getting error 3 (pre warm nominal flow error) during calibration. The expected valve 2300. The circulation needed to be replaced. It has been replaced and the device has been put back into circulation. The outcome of the repair cannot be determined at this time. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had getting error 3 (pre warm nominal flow error) during calibration in arctic sun device. The expected valve 2300. Per follow up information received via email on 29june2023. It was reported that the circulation needed to be replaced. It has been replaced and the device has been put back into circulation.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The biomed stated that the device was receiving getting error 3 (pre warm nominal flow error) during calibration. The expected valve 2300. The circulation needed to be replaced. It has been replaced and the device has been put back into circulation. The outcome of the repair cannot be determined at this time. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.